Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access any of the medication. A technical support specialist dialed into the station and identified the station database was in suspect mode, with no files starting with present; created a backup, moved the database, and cleared space on the c drive after identifying excessive dump files, which were deleted, then recreated the database using knowledge article (ka) - proper data sync 2.0 procedure and successfully synchronized the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis system was completely down. An error message stating "cannot open database 'dsclientoltp'" was displayed, along with a login failure. As a result, nursing staff were unable to access any medications from the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.